Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads were producing a flow of 1.6 lpm. As a result, therapy was interrupted in order to replace the pads with a new set of pads. Therapy was resumed using the new set of pads without any further issues.

Manufacturer narrative:
Received 1 set of 4 used arcticgel pads with the original unit labeling. The visual inspection noted no obvious defects that would have contributed to the reported problem. The pads were reviewed and were noted to have use evidence. It was found that the pads trim pattern was correct, and the energy connectors were found free of damages and presented a good connection. Per the functional evaluation, the pads were submitted to the flow rate test with the arctic sun machine model 2000.the pads were connected to the arctic sun machine model 2000 for 10 minutes, see details below: left chest pad: a total of 4.46 l/min m2 of flow rate were registered during the test. Left thigh pad: a total of 2.86 l/min m2 of flow rate were registered during the test. Right chest pad: a total of 3.18 l/min m2 of flow rate were registered during the test. Right thigh pad: a total of 4.30 l/min m2 of flow rate were registered during the test. The flow rate was found to be acceptable on all of the returned pads. The flow rate for this product must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads were producing a flow of 1.6lpm. As a result, therapy was interrupted in order to replace the pads with a new set of pads. Therapy was resumed using the new set of pads without any further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads were producing a flow of 1.6 lpm. As a result, therapy was interrupted in order to replace the pads with a new set of pads. Therapy was resumed using the new set of pads without any further issues.